Manufacturer narrative:
Covidien reference # (B)(4) . Date of initial report: (B)(6) 2010. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the insulation from the diathermy pencil broke off. The surgeon noticed the blue material in the patient cavity. Two or three pieces of insulation were found inside the patient cavity. The surgeon removed all insulation from the patient cavity. There was no tissue damage and no patient injury.